Manufacturer narrative:
(B)(4).

Event description:
It was reported that a detached or missing sensor wire occurred. The wearable was inserted into the arm on (B)(6) 2025. The patient inserted a new dexcom g7 sensor into her arm and experienced a sensor failure shortly thereafter. She removed the sensor and observed that the sensor wire was missing from the pod. The patient suspected that the wire may have remained in the skin. On (B)(6) 2025, due to swelling in the arm, the patient visited the emergency department (ed). A skin examination, x-ray, and ultrasound were performed, all of which showed no evidence of a retained wire beneath the skin. The patient was discharged with a prescription for a course of unspecified oral antibiotics and recovered well following treatment. At the time of the report, the patient was okay. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available